Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the sheath into the intra-aortic balloon (iab), the customer felt resistance and could not insert. After several attempts, the balloon was unwrapped. The balloon was replaced with a terumo 8fr sheath, which was inserted without difficulty. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during insertion of the sheath into the intra-aortic balloon (iab), the customer felt resistance and could not insert. After several attempts, the balloon was unwrapped. The balloon was replaced with a terumo 8fr sheath, which was inserted without difficulty. There was no reported injury to the patient.